Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician was attempting to implant the right atrial leadless pacemaker (alp) however, the tethers would not release the alp, broke off from the catheter, and remained on the device. Retrieval of the alp was attempted; however, the snare broke on the catheter. The alp remains implanted with the broken tethers attached. Further information was requested however, was not provided.

Manufacturer narrative:
The reported events of ¿tethers would not release¿ and ¿tethers completely broke off from catheter¿ were confirmed. As received, a complete catheter was returned without distal tether wires. Visual examination noted both distal tether wires were not visible inside of the docking cap. X-ray examination found both tethers fractured in the transition zone. Dimensional analysis and functional testing of the catheter was not performed due to catheter¿s as received condition. The cause of the reported events was due to the fractured tethers in the transition zone. As a result of this finding, abbott is performing further investigation.